Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account without packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The insufflation bulb was received. The obturator was received. The balloon was disengaged from the cannula. Functionally, the condition of the device precludes functional testing. Visual inspection of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged balloon and the reported condition was confirmed. A review of the device history record indicates this device lot number/serial number was released meeting all quality release specifications at the time of manufacture. Subsequently, a review of complaint data revealed no trend for this condition. No enhancements or improvements were generated for the reported condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
The reporter alleged that the device broke and a part of it fell into the patient, but was retrieved. There was no reported patient harm or adverse event.ed or re-sterilized prior to use? No

Manufacturer narrative:
(B)(4)